Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that intraocular lens had mark on it. There was no patient involvement. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 3/13/2019, device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was received in the original folding carton. The lens is covered in viscoelastics indicating it was prepared for surgery. The lens was cleaned and the iol is torn and scratched. There is a mark that could be associated to handing with forceps. The reported cosmetic damaged on the lens was verified. Since the lens was managed at the surgical site the source of the observed cosmetic damage could not be determined. Throughout the manufacturing processes there are various 100% visual inspections using magnification (amos3254, mi909) that would have identified and discarded a lens with a similar cosmetic damage, as required by our approved procedures. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no additional investigations request for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.